Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg had migrated. It was also reported that when the patient charges the ipg site feels warm. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.